Event description:
Per the clinic, the patient experienced a decrease in performance and the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed october 21st, 2014.